Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. (B)(6). A supplemental report will be submitted when additional information is made available.

Event description:
It was reporting that during patient use, the cardiosave intra-aortic balloon pump (iabp) had an alarm for "over heat of the system". The iabp was swapped out for another. No adverse event was reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to reproduce the reported failure; however, the compressor and probe were replaced as a precaution. All tests were performed and passed; and the iabp unit was returned to clinical use.

Event description:
It was reporting that during patient use, the cardiosave intra-aortic balloon pump (iabp) had an alarm for "over heat of the system". The iabp was swapped out for another. No adverse event was reported.